Event description:
It was reported that the stenoscope system's left monitor would not come on.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the monitor.